Manufacturer narrative:
Approximate age of device ¿3 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had known damage to the percutaneous lead (driveline) with repair tape intact. The log file driveline data was normal so the damage to the driveline appeared to be cosmetic only at this time. No further information has been provided.

Manufacturer narrative:
Section d4: corrected information. Device evaluation: the reported damage could not be confirmed through this evaluation. No photos were submitted for evaluation. No product was returned for evaluation. The submitted log file was evaluated and showed normal device operation with no atypical events captured. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.